Manufacturer narrative:
No device issues are indicated based on available information. The complaint device was not returned to bsc therefore product analysis could not be performed. The primary reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event.

Event description:
It was reported that the insertable cardiac monitor (icm) had captured false tachy and pause events, health care professional (hcp) suspected noise. A few days later the patient called in as the icm had eroded out of the incision area on the chest. The icm was explanted and the patient was given antibiotics. No additional adverse patient effects were reported.